Event description:
- -

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had no pacing output and no telemetry transmissions. Several high level engineering tests were performed to assess the anomaly. An external power supply was connected which revealed a high current drain. The device case was opened and the mixed mode integrated circuit (mmic) was isolated. High powered visual inspection revealed damage to the surface of the mmic and electrical runs. The location of the damage was in a portion of the circuitry that controlled the telemetry for the device. Final analysis concluded this damage occurred during the manufacturing process.

Manufacturer narrative:
- -

Event description:
Boston scientific received information that the patient with this device was hospitalized. Upon presentation it was noted their rhythm was complete heart block with a rate of thirty beats per minute. This device could not be interrogated and there was no response from the device. There was concern that the battery depleted more rapidly than expected. An urgent replacement was performed. This device was removed, replaced and returned for analysis.

Event description:
- -

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, analysis will be performed and this event will be updated.